Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and it was observed that the session had started at - 11:39:13. From 11:39:24 to 11:39:44 - camera cart and main cart took time to get it on. Observed an error from ndi service saying ¿could not load tool to camera because unable to access tool file for small active spine frame and o-arm tracker¿. This issue was coming intermittently. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were intermittent tracking issues with the main cart of the navigation system. It was noted that cameras get aak'd (accuracy assessment kit) to ensure cameras are accurate and work well. Engineering confirmed cameras were functioning as intended, however tracking became intermittent, with points briefly disappearing and reappearing when camera carts were plugged into this specific main cart. It was reported that same instruments, frames, spheres were used. Additionally, the network device interface (ndi) toolbox was slow to connect with the scu (service class user). Self-test connections and storage in application were all good. The tracking functionality issue was temporarily resolved by swapping ssds (solid state drive); however, the original ssd caused the tracking issue to reappear. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0; product ID: 9736411r, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0709: applicable to the intermittent tracking issues. A23: applicable to the network device interface (ndi) toolbox being slow to connect with the scu (service class user). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were intermittent tracking issues with the main cart of the navigation system. It was noted that cameras get aak'd (accuracy assessment kit) to ensure cameras are accurate and work well. Engineering confirmed cameras were functioning as intended, however tracking became intermittent, with points briefly disappearing and reappearing when camera carts were plugged into this specific main cart. It was reported that same instruments, frames, spheres were used. Additionally, the network device interface (ndi) toolbox was slow to connect with the scu (system control unit). Self-test connections and storage in application were all good. The tracking functionality issue was temporarily resolved by swapping ssds (solid state drive); however, the original ssd caused the tracking issue to reappear. There was no patient involved.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the solid state drive (ssd) was replaced and software was reinstalled. The system then performed as intended. Codes b01, c13 and d02 are applicable. Correction for acronym scu was made to system control unit in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.